Manufacturer narrative:
Reference MFR report # 2916596-2015-01984 for the report of suspected percutaneous lead compromise. Approximate age of device ¿ 3 years, 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received unspecified power cable alarms while traveling and went to a local center for assistance on (B)(6) 2016. Review of the system controller log files by the manufacturer&#62688;technical services representative revealed multiple power cable disconnect events on the white power cable within the 5 hours of data. Otherwise, the pump was functioning as intended. The patient was provided with a new display module and display module cable to replace the patient&#62688;frayed cable. The patient was reportedly asymptomatic. The patient is supported on an ungrounded patient cable due to a history of pump stoppage and suspected percutaneous lead compromise. On (B)(6) 2016, the patient continued to experience intermittent beeping along with "not connected" on the display module. It was reported that the beeping did not occur all the time when connecting to the power module and could be stopped by wiggling the cable. The cable pins were inspected and no issues were noted. The patient returned to the local center on (B)(6) 2016 due to multiple alarms the previous night. Another set of system controller log files revealed multiple power cable disconnect events on the white power cable. The alarms resolved when the local center connected the system to the power module. The patient was admitted and monitored overnight. The following day, (B)(6) 2016, a system controller exchange was performed. Log files submitted to the manufacturer's technical services representative showed power cable disconnects continued with the new system controller. Below average voltage readings of the ungrounded patient cable were also observed and were an indication that the patient cable may be at fault. A replacement ungrounded patient cable was provided and the patient was discharged on (B)(6) 2016. The patient returned home and was admitted to the patient's implanting center. Another system controller exchange was performed and log files submitted on (B)(6) 2016 contained abnormal pump stoppages while the system was supported on both the power module and batteries. Abnormally low voltages were also observed. The patient was admitted for observation and x-rays of the patient's percutaneous lead were also obtained. Review of the x-rays by the manufacturer's technical services representative did not show any areas of concern. No further information was provided.

Manufacturer narrative:
The ungrounded power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. ¿approximate age of device¿ and ¿manufacture date¿ are unknown, as the lot number was not provided and the ungrounded power module patient cable was discarded and will not be returned. The pump remains in use supporting the patient. The ungrounded power module 14-volt patient cable was disposed of and therefore was not available for evaluation. The system controller ((B)(4)) exchanged for atypical power disconnect alarms and the system controller ((B)(4)) exchanged for the pump stoppage event, were returned for evaluation. Review of the retrieved and submitted log files for system controller (B)(4) revealed numerous power cable disconnect alarms active while the power module supported the system controller via the 14-volt patient cable. The power cable disconnect events were attributed to reduced voltage levels. Review of the retrieved and submitted log files for system controller (B)(4) confirmed the reported pump stoppage event. The pump stoppage occurred while the power module supported the system controller via the 14-volt patient cable, indicating a power supply issue, which could potentially be related to a conductor issue within the 14-volt patient cable¿s power leads. The pump stoppage event recorded in the log files appeared to be associated with reduced voltage from the 14-volt patient cable. Both returned system controllers were functionally tested and found to operate as intended, including while supported independently by either power lead and during manipulation of the cables. Based on the evaluation results that the returned system controllers functioned as intended, the reduced voltage levels appear to be consistent with a potential conductor issue within the 14-volt patient cable¿s white power lead. However, the evaluation was unable to conclusively determine the exact cause of the events captured in the log files as the suspect patient cable was not returned for evaluation. A new ungrounded 14-volt patient cable was provided to the patient for use with the power module and there have been no further issues reported. A review of the device history records revealed the devices all met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 11/03/2016, it was reported that there have been no issues to report with the patient since the ungrounded patient cable was exchanged. The original ungrounded patient cable was discarded and will not be returned for evaluation.